Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that the pump history was missing data despite the pump being in use. Reportedly, the customer continued using the pump for insulin therapy. Customer's blood glucose was 148 mg/dl.